Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 13 of 13 MDR's filed for the same patient (reference 1825034-2014-07370, 07371, 07372, 07373, 07375 and 2016-02250, 02251, 02253, 02255, 02256, 02257, 02260, 02261. Product location unknown.

Event description:
It was reported in operative notes received that during a revision procedure approximately nine (9) years post-implantation, an acetabular cup was implanted and subsequently removed due instability.